Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg was analyzed and passed all tests. Ipg exhibits normal device characteristics. The damage to the leads is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.